Event description:
According to the reporter, prior to use, during the assembly of the ultrasonic clamp, the generator was placed, and then the battery, however, the green light did not light up. A red light appeared, the battery and generator were replaced, but the defect still persisted. It was replaced with a new clamp from another batch and worked normally. There was no patient involvement. Medtronic's initial evaluation of the incident device found the dissector has a fractured waveguide. The device showed evidence of use.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector has a fractured waveguide and the device showed an evidence of use. Functionally, the troubleshooting found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that the device did not activate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during the assembly of the ultrasonic clamp, the generator was placed, and then the battery, however, the green light did not light up. A red light appeared, the battery and generator were replaced, but the defect still persisted. It was replaced with a new clamp from another batch and worked normally. Nothing fell into patient's cavity as there was no patient involvement. Medtronic's initial evaluation of the incident device found the dissector has a fractured waveguide. The device showed evidence of use.